Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump acted as if it was running, but that no formula was delivered. They stated that they would sometimes get a no flow in alarm, but that sometimes the pump would act as if it was running and not deliver. They stated that they started to remove the in line occluder from their administration sets to try and mitigate this. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. (B)(4).